Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to observed high pacing thresholds at the initial attempt. After changing the location of the lead several times, it showed helix retraction issues. When the lead was subjected to a screw retraction test outside the body it was not retracting. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If upon the completion of the device analysis any further information is provided, a supplemental report will be created.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to observed high pacing thresholds at the initial attempt. After changing the location of the lead several times, it showed helix retraction issues. When the lead was subjected to a screw retraction test outside the body it was not retracting. No additional adverse patient effects were reported.